Event description:
The customer reported upon completion of the ablation, the echo probe (non-covidien device) was released from the pt's skin. Where the probe was touching the skin, a burned area was found. Peeled skin was attached to the sterilized cover on the echo probe, not where metal attachment was touching the skin. The injury was described as 2nd degree, 1cm x 1cm in size. Visually, no obvious damage was found on the act1530 electrode. The pt is under observation and the burn was treated with ointment. This burn issue was regarded as a minor matter since the pt has systemic metastases.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.